Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable troponin t hs result from the cobas e 801 analytical unit. The initial result was 293 pg/ml and was reported outside of the laboratory. The laboratory was asked to repeat the sample as the result did not match the clinical picture or previous results that were all <5 pg/ml. On (B)(6) 2021, the repeat result on another analyzer was 3.0 pg/ml. The reagent lot number was 523685. The expiration date was provided as "2022-07".

Manufacturer narrative:
An abnormal aspiration alarm was listed in the alarm trace around the processing time of the affected sample. The investigation determined the event was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.